Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units with multiple cartridges during the load process. The customer's blood glucose level was 258 mg/dl. The customer indicated the needle on the syringe used to fill the cartridges appeared damaged. After changing needles, the customer was able to load a new cartridge successfully. The customer's blood glucose level returned to normal.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.